Event description:
We have been having an ongoing problem with bard foley catheters that have the urometer bag attached. The catheter does not drain. On this day on this particular patient it looked like the patient was having very little urine output. The nurse attached a syringe to the tubing and was able to pull out close to 800cc of urine.